Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as looking like a first-degree burn under one of the back te pads, red and hot to the touch. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed triamcinolone ointment for the skin irritation. Follow up indicated that the skin irritation improved.